Event description:
It was reported that failure advancing occurred. The patient's anatomy was tortuous. A 27mm lotus edge valve was advanced and would not cross the aortic anatomy. The lotus edge valve was removed and it was noted that the catheter had lost it's pre-formed curve and was now straight. A new 27mm lotus edge valve was implanted successfully. There were no patient complications.